Manufacturer narrative:
The reliability analysis inspected 2 opened and used partial enlite sensors and found that both of the cannulas were bent and stuck to the adhesive tape. There were 2 missing needles. It was unable to confirm if the customer received the sensor in the said condition because the customer had returned an opened and used product.

Event description:
It was reported that when they removed the sensor they found that the electrode was shorter than it normally was. The customer's blood glucose level was unknown. The product was returned for analysis.